Event description:
The patient reported that while using the livongo blood pressure monitor they experienced pain in their arm which resulted in ecchymosis. The patient reports they removed the cuff before the reading was completed. Patient also reported that the blood pressure monitor had turned on and began performing unprompted.

Manufacturer narrative:
The blood pressure monitor was requested from the patient but has not been returned. If the device is returned an investigation will be conducted and a supplemental report will be filed. This report is being filed due to the patient experiencing pain in their arm from the livongo blood pressure monitor cuff inflating and resulting in ecchymosis.